Event description:
It was reported that the patient with this inflatable penile prosthesis experienced infection. The device was explanted and replaced. No further patient complications were reported.